Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. The lead had an outer insulation breach cut at the generator end. A cosmetic depression in the outer insulation and apparent explant damage were noted. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. All conductors were distorted and a cut was evident at the same location. A cosmetic depression in the outer insulation and apparent explant damage were noted. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. A cosmetic depression in the outer insulation was noted. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown source with no information. Information identified in the manufacturer's database indicated the patient died approximately twelve months post implant of the device approximately three years ago.